Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: the end of the pfna blade got stuck in the inserter and the whole blade could not be removed. Surgeon removed only part of the nail which was broken. The bigger part of the blade left in the pt is working normally. No further info is available. Further info has been requested.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. The investigation is on going.